Event description:
Additional information was received from the patient who reported that their handset slowed down again when connecting and they needed to clear the data again. The patient stated they get 10 bolus a day, and the ptm (personal therapy manager) gets stuck at 90% and takes a long time to connect. The agent assisted the patient with clearing the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump for non-malignant pain. It was reported that the patient stated 'I called once about 4 months ago, the lady over the phone taught me something on the controls to speed it up. When I first got it, it cycled in about a minute's time. Now, it's gotten to where you have to wait about 5 minutes and then it says wait. And, its taking a lot longer to connect to the pump.' The manufacturer's patient services specialist (pss) assisted the patient in clearing data from the handset. Prior to clearing data, patient's data was 4.49 mb. Patient will monitor and call back for assistance as needed..